Event description:
It was reported to boston scientific corporation that a coredx was used in the right upper lobe of the lungs during an intranodal biopsy procedure performed on (B)(6)2024. During the procedure, the jaws of the forceps became stuck in an open position and was unable to close. As a result, the forceps was unable to retract back through the scope channel. The entire scope was pulled out with the forceps. The end of the forceps was then cut with a tool and then was able to pull the remainder of the forceps out of the scope. A non-boston scientific product was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.